Event description:
The customer reported that she performed blood glucose testing with the contour next meter and obtained readings of 24 mg/dl at 9:30 a.m. And 123 mg/dl at 9:31 a.m. The customer experienced no symptoms of hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured in section as the customer's weight was not provided.

Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 1kpef07a using a blood sample, which gave a satisfactory performance.